Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000860, : no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when the system drove and abruptly stopped, the drive lost power until it reset. It was noted that this is a known issue. There was no patient present when the issue occurred. Additional information was received. It was reported that the system could be used if driven carefully without abrupt stops, but if driven with abrupt stops, it could cause the drive motion to stop for a short time. The power conversion board lost power to the drive motors and would beep until it reset itself. The abrupt stop was not unexpected. The local representative (rep) was testing the replaced power conversion board, there was a known internal issue with power conversion boards having this specific error. If the imaging system is put into drive and then the handle switch released and it stops abruptly, that torque "may cause" this drive issue. The system entered e-stop. It could not be used in any manner until it did a self reset of power conversion. Entering e-stop was expected. The system itself did not lose power, only the drive motion lost power. The system lost the ability to drive, and resetting the power conversion board resolved the issue. While this is a known issue, this rep has not previously reported it regarding this system. Additional information was received. It was confirmed that the observed issue is a known malfunction.

Manufacturer narrative:
H3, h6: the system was serviced in the field. And the power conversion board was replaced to resolve the issue. Codes b01, c02 and d02 are applicable. H3, h6: the product ID#: bi71000860r, lot number#: (B)(4) rev. A was returned to the manufacturer. And analysis confirmed, the reported event. The power conversion passed, bench testing. The power conversion was installed into a test imaging system and the system booted and readied. However, the 96 volts coming from the power conversion for motion would drop out. Then return causing motion drive issues. The power conversion was faulty. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.